Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white contamination in the auxiliary jet channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the adhesive on the distal end was lifting and there was a hole in the switch condition button. The up,down, left, right angles were not to specification. In addition, the up, down and left,right angle play does not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   Additional information on field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined what the foreign material was adhered/clogged in auxiliary water channel. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.